Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for evaluation. Visual inspection noted that the reload was fully fired. The clamping mechanism was deformed and staple pushers were partially flush with the cartridge. Functional testing noted that the reload was loaded into a representative instrument and it was cycled without hesitation or bin ding. The reload interlock was tested and found to function properly. Additional findings noted that the returned device had a deformed clamping mechanism, staple pushers were flush with the cartridge. It was reported that a component disengaged/disassociated from the device into the surgical cavity. The reported issue could not be confirmed. The most likely root cause could not be established from the information available. The product analysis detected an additional condition of thick tissue that was not related to the reported issue. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: "always inspect the tissue thickness and select an appropriate staple size prior to application of the stapler. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples." If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, when the handle with the reload was placed inside the abdominal cavity, the adapter dislodged from the handle and fell into the cavity of the patient. The adapter was reassembled onto the handle and the reload was removed and placed back on the adapter to complete the case. There was no patient injury.